Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer reported that the battery cap was broken. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated, using a belt clip or coin to open the battery cap. The insulin pump case was intact. A replacement battery cap will be provided to the customer. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.